Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. Treatment was not reported. The outcome of the event and the action taken with dianeal therapy was not reported. Medical history and concomitant medications were not reported. An opinion of causality was not reported. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd879171 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.